Event description:
Reporter indicated that pt's stimulation was activated 2 weeks post-implant and pt immediately had problems swallowing, coughing, and shortness of breath. Pt was only able to eat potatoes and scrambled eggs and drink fluids through a straw. Reducing parameters did not resolve the symptoms. At office visit in 7/2001 it was noted that pt has lost 25 pounds. The device was programmed to off at this visit. Pt was seen by ent and no diagnosis of vocal cord paralysis was made. Pt continued to complain of shortness of breath and coughing with device programmed to off.